Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump requested a minimum of 50 units after filling the cartridge with insulin during the load process. The contact changed out the cartridge and was able to complete the load process. The contact reported an elevated blood glucose level, but did not know the exact number. The cause of the high bg was due to the customer not delivering a bolus after eating, and was unrelated to pump or supplies.